Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22161. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator and atrial lead were oversensing lead noise triggering inappropriate mode switch episodes. Surgery was discussed but not yet completed. The patient was stable.

Event description:
New information received indicated the atrial lead and implantable cardioverter defibrillator were explanted and replaced. The patient was stable.